Event description:
It was reported that the customer encountered cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, successfully resolving the error, and the customer was able to start their sensor session without further issues.